Event description:
During an emergent stent procedure, the balloon was being withdrawn when it snagged and a piece of the shaft broke off and lodged in the artery. All attempts to retrieve it were unsuccessful. Pt is scheduled for open heart surgery in a few days to retrieve piece. Correction: shaft broke and balloon part left inside deployed stent.